Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stents were implanted in the lad. Approximately 2 weeks later the patient suffered patchy bilateral pulmonary alveolar and interstitial opacitites most suspicious for bronchopneumonia.